Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous coronary intervention (pci) procedure. Reportedly, a suture break occurred. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.